Event description:
On (B)(6) 2012, the reporter contacted animas alleging that mom stated that the ok button is difficult to press and it takes several presses to get the button to respond. There are reportedly no rips/tears in the keypad. The pump is worn attached to a belt and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and all of the other buttons responded appropriately. Evaluation revealed that there was contamination under all of the keypad contacts. Unrelated to this complaint, evaluation revealed that the force sensor calibration test was not detecting correct force. There was contamination found on the force sensor shim. The resistance force sensor was found to be out of specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.